Event description:
It was reported that during an intramedullary nailing of a right subtrochanteric femur fracture procedure of (B)(6) female patient, as the surgeon attempted to insert the guide wires he kept hitting the nail. Surgeon had to back out nail and reinsert a few times before insertion was successful. This added 45 minutes onto the procedure. No instrumentation or implants were broken or damaged. This is report 2 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Original awareness date is 01/31/2012. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.

Event description:
This report is for (B)(4).